Manufacturer narrative:
On 29-mar-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak occurred. It was reported that the valve of the vizigo sheath was broken as there was excessive bleed back from the valve. The sheath was exchanged, and the issue was resolved, the case continued without any further incident. There was no patient consequence. Additional information was received indicated the hemostatic valve is believed to be broken, but unsure if it broke into two or more separate pieces. The hemostatic valve did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was 10-15 ml. No medical intervention was required to stop the bleeding.

Manufacturer narrative:
The device evaluation was completed on 12-may-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak occurred. It was reported that the valve of the vizigo sheath was broken as there was excessive bleed back from the valve. The sheath was exchanged, and the issue was resolved, the case continued without any further incident. There was no patient consequence. Additional information was received indicated the hemostatic valve is believed to be broken, but unsure if it broke into two or more separate pieces. The hemostatic valve did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was 10-15 ml. No medical intervention was required to stop the bleeding. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and a functional test of the side port. Visual analysis of the returned sample revealed that the hemostatic valve was found in its place. The returned sample was connected to a syringe with water and no leakage was observed. Then the functional test of the side port was performed, and no issues were observed. A device history record was performed and no internal action related to the reported complaint was identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No issues with the hemostatic valve were found, however, according to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ the event described could not be confirmed as the device performed without any hemostatic valve. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)